Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.